Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-55240. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015 with diabetic ketoacidosis. Blood glucose at the time of admission was over 1000 mg/dl. The customer had an upset stomach and did not know if it was related to a flu she just had. She experienced vomiting, thirst and weakness. Customer was treated with insulin drip and 6 bags of glucose. The customer mentioned she was also hospitalized on (B)(6) 2015 with high blood glucose. She was wearing the insulin pump at the time of hospitalization. She was taken off the insulin pump after this second hospitalization.